Event description:
Rptr has severe health problems due to implants. Problems began at age 26 with chronic fatigue arthritis & fibromyalgia & has escalated to frequent infections, severe allergies, asthma, migraines, thyroid problems & many more.